Event description:
It was reported that when patient presented in clinic for a follow up, back up bvvi mode was observed on the device. Patient presenting rhythm was intrinsic. A device download was performed successfully. Patient was stable prior, during and post device interrogation.